Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the device was damaged which resulted in inability to deploy the suture, although this was unable to be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
E3: occupation: supply chain manager. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the upon completion of left heart catheterization (lhc) an angio-seal device was opened and prepped for insertion. The dilator separated from sheath when inserting into patient. The physician discarded the dilator and sheath. A new angio-seal device was opened, prepped, and inserted without resistance. The angio-seal was inserted into the sheath and audible clicks were heard indicating the anchor was set. The device would not pull back as resistance was met immediately. A third angio-seal device was opened to inspect what may be causing the device to fault. They decided to cut the suture at skin line and hold manual compression. Hemostasis was obtained and no documented injury to patient. Possible angio-seal suture lock. The event occurred intra-operative. The estimated blood loss was less than 250cc's. The patient was not injured during the event and medical/surgical intervention was not needed. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.